Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "suspected defective valve".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion and crease fold. Leak test and microscopic was performed which identified: crack valve and partial delamination of the valve (adhesive failure). Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve (adhesive failure).